Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump failed to alarm threshold suspend. Customer's blood glucose reading ranged from 34 mg/dl to 279 mg/dl. Troubleshooting was done. The insulin pump was not returned for analysis.